Event description:
In (B)(6) 2012, I was implanted with essure as a permanent form of birth control. I thought it was going to be the best option. I was wrong. I have been having very painful periods monthly, to the point that my doctor prescribed me estrogen to take every month during my cycle. My cycle now lasts 10-15 days during the month. I have never had them to be that way. I also have had severe hip and muscle pain to the point that it is difficult to move. I find myself always exhausted, which has been hard to handle especially with a baby under the age of 2. I have been having constant pain in my lower abdomen. My pain level averages between a 3 or 4 in the mornings, then by the time I go to bed it is close to and 8 or 9. I just want all of the pain to stop.